Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the insulation burned on the distal tip of the device. Pt incurred a thermal injury on the abdominal wall. Another device was pulled to complete the case.